Manufacturer narrative:
Additional information was received from the funeral home and noted the cause of death as: interstitial lung disease- immediate cause, metastatic prostate cancer- due to or as a consequent of, chronic obstructive lung disease- other significant condition.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased and died approximately eleven months post implant of the implantable pulse generator (ipg) system. The manufacturer¿s representative was contacted by hospital staff to have device pacing turned off per family request after the patient had expired. The cause of death has been requested and not received.